Manufacturer narrative:
Summary of interviewing with user: she gave the following information. She was asked what exactly happened and what was the defect, she told that they were not able to pump the air. She was asked what does it mean, she said "may be compression bag was sticking but I am not 100% sure" also, she added that as bag did not work, they did perform mouth to mouth until paramedic arrived. No product has been received for investigation by MFR. No information of lot number has been given, so it hasn't been possible to make a review of production and quality control records. No indications can be found that it is a general problem. Risk evaluation: in the direction for use, it is prescribed that the use is to make a functional check before the product is placed ready for use in emergency situations, and as well as a brief functional check before use. During the prescribed test for correct operation of the spurii, the actual problem will be found and the prescribed back-up procedure will be used. It is concluded that the risk of using a product that can not pump air, unnoticed is acceptable low. Conclusion: we are not able to establish the direct cause to the reported problem. No indications can be found; however, that the reported problem is a general problem. It is concluded that due to the prescribed test for correct operation of the spur ii the actual problem will be found and the risk of using a product that can not pump air into the patient unnoticed is acceptable low.

Event description:
The spur ii adult did not pump air and the patient that were using it on died.